Event description:
Boston scientific received information that the pacemaker and right ventricular lead were taken out of service due to pacing not delivered when required and loss of capture. There were no adverse patient effects reported. Additional information was received that the lead appeared to be fractured under fluoroscopy at the procedure and was explanted.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer coil which occurred most likely during surgery. Abrasion marks were found on the lead body. The insulation was intact. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. Coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.